Manufacturer narrative:
(B)(4). Device evaluation summary: analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. There was slight corrosion present on gear wheel three. There was corrosion present on m1; corrosion present on the ferrule of m1¿s feedthru. There was significant residue on the upper and lower shaft of gear two at its jewel. There was wear on the upper and lower shaft of gear two.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (25 mg/ml at 8.277 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, the patient started seeing an 8476 code on the ptm (personal therapy manager) indicating a pump motor stall and the patient started to get sick. Per the reporter, the patient had the stomach flu and it had nothing to do with the pump. They were hearing something, but were not sure if the pump was alarming. Additional information was received on (B)(6) 2015 from a healthcare provider via a company representative and it was reported that the pump was being replaced. The pump logs indicated that a motor stall occurred on (B)(6) 2015 at 15:17 and stopped pump period may exceed tube set on (B)(6) 2015 at 15:17; no motor stall recovery was noted in the logs. The troubleshooting performed and the cause of the motor stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: conclusion code is no longer applicable for this event.